Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with label damage. Unit passed displacement test, active current measurement, and sleep current measurement. No failed battery test alerts noted during testing or when inserting a new battery. However, pump error 63 alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin#1 at u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm after changing battery. The customer stated they waited at least 60 seconds and then insert a new fully charged battery. Customer did receive a battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.